Manufacturer narrative:
Unit received with high idle current due to corroded lcd board. No blank display anomaly noted. Unit received with no back lighting due to faulty panel on lcd board. No traces of moisture noted at motor assemblies per visual inspection. Unit received with minor scratches on lcd window.

Event description:
Customer's mother reported via phone call that insulin pump was exposed to moisture from water. Customer reported that as a result, display screen was foggy and under display screen had fluid. It was reported tha the light was not working. Customer's blood glucose was 256 mg/dl. Customer was advised that insulin pump would need to be replaced.